Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: during the investigation, a review of the black box showed evidence a ¿cs078¿ motor rewind alarm. The battery compartment and cap were undamaged and able to fit securely. A base crack was found between the keypad and the case seal. The pump alarmed with a ¿cs078¿ alarm upon the first rewind attempt. Unable to verify further testing due to the call service alarm. The reported ¿cs078¿ complaint was duplicated. The pump¿s cover was removed, and moisture corrosion was found to the printed circuit board, the cgm module, and to the keypad flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.